Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor had problems being interrogated. Multiple attempts were made to interrogate but were all unsuccessful. No telemetry was established and the device would not communicate with the programmer. No further information was available.

Event description:
New information received notes that the patient was stable.